Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc inspected the subject device and duplicated the reported phenomenon. It was confirmed that when an abnormality is detected in the internal circuit/board of the subject device, the display turns off. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device. Four years or more have been passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection by sorc, there was the possibility that the reported phenomenon was attributed to aging deterioration or the failure in the pressure sensor on the main board of the subject device due to coming off the electrical wire inside the pressure sensor.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that all indicator lamps on the front panel of the subject device was turned off and an alarm sounded from the subject device. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that all indicator lamps on the front panel turned off due to the failure of the main circuit board.